Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and morphine at unknown concentration and doses via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome, complex regional pain syndrome type I. It was reported when they removed the pump they forgot to remove the catheter. The patient had cerebrospinal fluid (csf) leaking into his abdominal cavity for two days. The patient had severe abdominal swelling a few days after the pump removal. The patient was admitted to the hospital and spent 5 days in the intensive care unit (ICU). It was noted 1200 ccs of csf was removed from the abdominal cavity. The catheter was removed and the patient recovered with no sequelae from the encounter. There were no ongoing medical issues. Follow-up was conducted to obtain the reason the catheter was left in the patient after removal, diagnostics performed and cause of the csf leak. The healthcare provider (hcp) did not have any further information about the patient and neither did the representative. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that over the course of the week, following the pump and proximal catheter explant surgery, the patient developed significant fluid collection in the abdominal pocket and had discomfort, consistent with cerebrospinal fluid (csf) headaches, likely due to persistent leakage from the intrathecal catheter and connector. It was felt the patient would be best served by drainage of the seroma and removal of the intrathecal catheter and connector with overseeing of the exit site of the catheter. The removal of the intrathecal catheter and connector took place on (B)(6) 2013. During the explant, a significant amount of "seromalous" fluid was removed. It was irrigated and washed away. It was further reported the patient returned for a follow-up appointment on (B)(6) 2013, which was 25 days post removal of the morphine pump assembly and return for repair and removal of a catheter cannula and repair of csf leak. The patient was reportedly doing much better, however, still had some sensitivity to light and headache. The patient has since been managed by another healthcare provider (hcp) who did some repair of a known csf leak. The patient's incisions were well healed and he was doing well. Additional information was requested regarding the cause for the csf leak, but was not available at the time of this report. Additional information was also requested regarding the event date and the explant/surgery date because the dates were conflicting. The patient reported the onset of the event and surgery took place in (B)(6) 2014, but the operative report, provided by the hcp, suggested the onset of the event and surgery took place in (B)(6) 2013. This information was also not available at the time of this report. If additional information is received, a follow-up report will be submitted. Reference regulatory report number 3004209178-2016-03977 for related pump and proximal catheter segment explant.